Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had missed a bunch of refills and the pump had not been filled in over a year. The date of the event was asked, but was indicated as having been unknown. The pump was empty. The reporter did not have access to a programmer. The company representative was currently on their way to see the patient. It was indicated that this was a new patient of theirs and the name of the hcp/physician they were working with was clarified. It was indicated that the physician was debating on whether they should manage this patient or not since the patient has had a history of missing refills. The company representative was to follow-up with the patient¿s managing physician regarding the following considerations: why no priming may be needed, dosing considerations, refilling and monitoring for volume discrepancies and efficacy, drug stability, catheter and tubing patency/damage, interrogation of the pump to confirm empty reservoir alarm, and aspirating the reservoir. No patient symptoms were reported. It was noted that the patient did not have a healthcare provider. It was indicated that they were thinking of possibly permanently shutting off the pump. The pump off protocol was reviewed and a pump off authorization form was sent. No further patient complications have been reported as a result of this event.